Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed consecutive alert 38 motor stall errors following a cartridge break in the cartridge chamber, and the issue persisted after multiple restarts and rewinds without a cartridge inserted. Symptoms included hyperglycemia, with a blood glucose of 337 mg/dl. Outcomes included self-treatment with subcutaneous insulin via pen and continued device unavailability for insulin delivery. Investigation included remote troubleshooting, supply change, device restarts, and arrangement for device return and data synchronization. Investigation of this device revealed recurrent motor stall alarms consistent with an insulin delivery motor stall associated with the cartridge/chamber area following a reported cartridge break, suggesting a device malfunction affecting the pump motor mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to motor stall during insulin delivery.